Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 297 mg/dl and the pump recommended a bolus of 8.4 units which was larger than the customer expected. The customer did not deliver the recommended bolus amount. Review of the customer's personal profile settings with tandem technical support verified that the correction factor was input incorrectly as 1:10 instead of the intended 1:100. The customer acknowledged that the setting had been entered inaccurately due to user error and verified that the pump was working as intended. Tandem technical support assisted the customer in successfully adjusting to the accurate setting.